Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the devices impedances have changed over time. There are now 9 electrode channels with high impedances. The pt is to undergo a CT scan in 2007, in another country.